Event description:
It was reported the patient¿s system had impedance readings of greater than 4,000 ohms on some bipolar and unipolar pairs during the implant procedure. Motor response was seen on all electrodes prior to high impedances. Wiping down and reinserting the lead did not resolve the issue. Increasing the test pulse width reduced one electrode pair, zero-three, down to 3,735 ohms. The lead was fully in the header block and did not pull out when tugged. Motor response was seen on zero-three, but not on zero-one and zero-two. The high impedances were not resolved. The implant procedure was completed and the patient was programmed without the zero electrode. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0l5jz, implanted: (B)(6) 2014, product type: lead. (B)(4).